Event description:
An attempt was made to place the stent into the right coronary artery for a threatened closure. However, they were unable to cross the lesion. Upon attempted removal of the stent/balloon catheter, the stent dislodged from the balloon while withdrawing into the tip of the guiding catheter. The stent was subsequently retrieved with a snare.